Event description:
Severe blistering rash on backs of both hands and on all sides of arms to limit of glove(s) cuff(s), approx 6 inches including wrists. Accompanied by surface swelling in affected areas. Gloves worn during work in nursery.